Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: comp-(B)(4).

Event description:
It was reported from the office of lodi valley dental llp that a silent nite appliance experienced broken sleep device parts. No additional information was provided regarding the nature of the broken components, the circumstances surrounding the event.